Manufacturer narrative:
Evaluation summary: the prong top assy cleaned.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is dirt (rest of silicone) under the prong top assy. This event occurred at the time of during inspection. There was no report of patient harm.